Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an abdominal closure on (B)(6) 2019 and a barbed suture was used. During the procedure, the needle came off during use by pulling it with the needle holder as indicated by instructions for tightening the wire anchors and closing the wound. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.